Event description:
It was reported the patient experienced a infection located at the ipg site. The patient was prescribed oral antibiotics for treatment. Reportedly, the patient underwent surgical intervention wherein the ipg was explanted. The issue was resolved post op.